Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, amount of air/water supplied insufficient due to clogging of the air/water nozzle, due to handling (insufficient cleaning), the air and water nozzles are clogged, and the draining function reduced, foreign matter clogged in the nozzle, insertion tube serpentine oredome missing, scratches found on switch 1, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, electrical connector guide pins not watertight, dirt on the insertion tube, which is difficult to remove, scratches on insertion tube, objective lens missing, dirt that difficult to remove found on objective lens, scratches found on operation part, curved rubber scratched, curved rubber adhesive missing, scratches on the curved rubber adhesive part, scratches found on the tip cove, scratches found on the switch box, suction cylinder scraped, scratches on operation unit cover, scratches on the up/down knob due to external factors, scratches on the up/down angle fixing lever, scratches are found on the right/left knob, scratches found on the grip, scratches found on the universal cord, dirt that is difficult to remove with the universal cord, scope connector replacement, dirt that is difficult to remove found on the scope connector, scratches found on the scope connector joint case and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the following, olympus was unable to determine the root cause of the event: olympus was unable to confirm the identity of the foreign material. Olympus confirmed reprocessing was as per the instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera gastrointestinal videoscope, having poor air/water supply. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.